Event description:
Pt had ICD implant for ventricular fibrillation with episode of sudden death. Pt doing well until 2 months ago when pt experienced an inappropriate shock. Cxr showed displacement of lead. Pt had explant of previously placed defib generator and lead. Pocket revision and insertion of new single - lead system.